Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the customer was unable to calibrate the co2. The device was failing the pump and leak test. There was no reported patient or user involvement and no adverse patient/user impact.